Event description:
It was reported that the vascular stent delivery system got stuck inside the introducer sheath. Therefore, the delivery system and introducer sheath were removed as a single unit. A balloon dilation was then performed for conservative treatment. No patient injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. As no lot number was provided, the device history records could not be reviewed. Despite efforts to obtain additional information, the user facility was unable or unwilling to provide any patient details. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Potential factors that could have contributed to the reported event have been considered. Previous investigations of similar complaints hae been reviewed. The reported event may be related with the use of an introducer sheath of inappropriate size. The reported event can also be caused by rough handling of the device. Based on the information available and no sample was returned, a definite root cause could not be determined.